Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site, ran the flat detector bilt-in self-test which showed that the post failed. The fse checked the power supply for the flat detector controller (fdc) and there was no dc power supply provided. The fse solved the issue by replacing the power supply unit. The returned part was analyzed and confirmed that the power supply unit was defective. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.